Manufacturer narrative:
Additional information was requested. When additional information becomes available, a supplemental report will be submitted. The amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 10f torqvue loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests.

Manufacturer narrative:
Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Conclusion: the results of this investigation are inconclusive because medical records and images were not provided. The cause of the embolization remains unknown.

Event description:
According to the initial information received, the patient's defect was sized using a balloon and echocardiogram. A 30mm amplatzer septal occluder (aso) was attempted, but would not seat properly in the defect so a smaller size was attempted. A 28mm aso was attempted, however, the device shifted to the left atrium and had to be retrieved with a gooseneck snare. The patient was referred for surgical closure of the defect.